Event description:
It was reported that a user experienced recurrent nocturnal hypoglycemia after a recent change to pump target and secondary target settings, with a documented morning blood glucose of 66 mg/dl treated with oral glucose; the user sought clarification on target settings, and the case was escalated to a clinician for troubleshooting and additional training. Symptoms included hypoglycemia. Outcomes included user self-treatment with oral glucose and no alarms reported. Investigation included review of available reports indicating low glucose trends overnight and provision of troubleshooting and education with assignment for additional training. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device alarms or specific device malfunctions were identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.